Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As result, the patient underwent a surgical revision wherein the lead was extracted. A new rv lead was implanted as replacement. No additional adverse patient effects were reported.